Event description:
Customer states that the tracheostomy tube tore away from the neckplate. Customer confirmed that recannulation of a replacement tube was required.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis.